Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Metal with the inertia of the movement it buried into nose (skin) - oral-b [skin injury] head is removed - oral-b [device breakage] consumer via social media stated that their oral-b brush head was removed and the metal with the inertia of the movement buried into their nose. No serious injury was reported.